Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 527 mg/dl. The cause of the elevated bg level was unknown. Customer addressed bg by a correction bolus, manual injections, and reverted to an alternate form of insulin therapy. Reportedly, the customer left the ER 3-4 hours later with the issue resolved and no permanent damage. Reportedly, customer left the ER without receiving additional assistance from healthcare professional.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.